Event description:
It was reported that the device had reached eri faster than expected. The device will not be explanted as the patient is going on hospice care due to other complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.